Manufacturer narrative:
Tracking #.50529. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated.

Event description:
It was reported the ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate, device would not cut the tissue and the staples were malformed. A new device was used to complete the case. There was no consequence to the pt.